Event description:
It was reported that the cot dropped at the head end. There was patient involvement but no adverse consequences.

Manufacturer narrative:
The unit was evaluated by the customer. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.